Event description:
Sensing and capture anomaly were observed. When the lead was extracted insulation anomaly was noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure.